Event description:
It was reported that noise oversensing on the right ventricular (rv) lead, resulting in inappropriate anti-tachycardia pacing (atp). Provocation maneuvers were performed, and all measurements remained within normal limits, with no noise present. The patient reported they put their cellphone in the shirt chest pocket, which is suspected to be electromagnetic interference (emi) and the source of the noise. The patient was instructed to keep a distance between the crt-d and cellphone, and further remote monitoring is expected. The crt-d and rv lead remain in-service. No adverse patient effects were reported. Additional information was received. Noise was now noted on the right ventricular (rv) lead and shock channel of this crt-d. The rv pacing impedances have been noted to be decreasing but remain within normal range. Boston scientific technical services (ts) was contacted for assistance determining cause of the noise and to provide troubleshooting. Noise and myopotential could be reproduced during provocation maneuvers. The physician adjusted device programming, and an xray was performed to check for lead integrity. This investigation will be updated when further information becomes available. No adverse patient effects were reported.